Manufacturer narrative:
What was reported by the customer has not been confirmed by the functional tests performed on the pump (verification of the infusion time and infusion test at the same flowrate used by the patient). No malfunction was found by service: the device was found working according to its specifications and intended use. The pump remains in the company for scrapping, since it is over its expected life (4 years). No patient involvement.

Event description:
The customer reported that "during the last 15-7 hours of a unit there seems to be a reduced medication transport".